Event description:
Healthcare professional reported "a left side rupture." Device explanted. Left side.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: device rupture.

Manufacturer narrative:
Additional, changed, and/or corrected data: d.9., h.3., h.6. Device evaluation visual analysis of the returned device identified: underweight, broken shell, and missing a piece of shell (0-25%). A microscopic analysis was performed which identified: striated broken on anterior. Based on the device analysis the final assessment is: - striated broken on anterior assessed as surgical damage. - missing shell assessed as inconclusive.

Event description:
Healthcare professional reported "a left side rupture." Device explanted. Left side.